Event description:
It was reported to a physio-control service agent that the service indicator led on the customer's device was on. Several event codes had been logged into the device's memory and a self-test performed by the device had failed. Upon further evaluation of the device, physical damage to the therapy pcb assembly was observed which was indicative for a critical failure that would likely cause a failure of the device to either charge or deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): a third-party service agent evaluated the device and verified the reported failure. He then replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. After repair, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and observed extensive electrical damage to multiple components due to excessive current. Physio-control determined through circuit analysis that the likely cause of the reported failure was due to a failure of a diode, designator cr44 from the therapy pcb assembly.